Event description:
It was reported that the patient was admitted to the hospital for increased ammonial levels and 'it obtunded the patient.' The patient was placed in isolation. It was noted by the healthcare provider that the devices had been ruled out as a cause, and also that they were decreasing the dose to simple continuous. The system was used to infuse bupivacaine and dilaudid (hydromorphone.) Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Physician programmer: model 8840, serial# unknown, implanted: na, explanted: na; catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).

Event description:
Additional information reported that the patient had kidney and liver issues in addition to increased ammonia levels and being obtunded, which was why the medication in the pump was lowered by 35%. It was noted that there was a slight chance it might have been dosage related, but only because the patient's kidneys were already shutting down. That had nothing to do with the pump or the medications. The patient was on a ventilator for a while but recovered the next day. She was comfortable with the medications being adjusted and she was up walking and talking. The patient had no further issues.

Manufacturer narrative:
(B)(4).